Manufacturer narrative:
The reporter's name was inadvertently excluded on the initial report. The information has been updated in e1 section of this report. Reporter's phone number was updated.

Manufacturer narrative:
Device was not returned for analysis, however issue unable to be confirmed via device testing alone. Based on the information currently available, issue is related to patient anatomy and there is no indication the device caused or otherwise influenced the event.

Event description:
It was reported that the during a lead revision procedure on (B)(6) 2020 (related manufacturer reference number: 1627487-2020-01518 ) the physician was unable to push the new lead higher to the intended location due to patient anatomy. As a result, the procedure was abandoned. The physician removed the new lead and explanted the entire system. Patient is stable.